Manufacturer narrative:
This report is submitted on may 13, 2022.

Event description:
Per the surgeon, the patient experienced pain at the implant site. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on june 09, 2022.